Event description:
During a routine follow-up, the lead was found to have dis- lodged. The patient was not symptomatic and the lead was repositioned. The repositioning went well and a subsequent follow-up showed that the lead had again dislodged. When the lead was removed and discarded, there was "quite a bit" of bleeding, which was stopped with multiple sutures. A new lead was placed and the patient was transferred to recovery. Later, the patient went into cardiac arrest and expired.